Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder rotator cuff repair surgery, the footprint anchor broke while being implanted. The procedure was completed with non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: b5 updated.

Manufacturer narrative:
H10: b5: updated. H3, h6:the reported device was received for evaluation. It was determined the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer, found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A visual inspection of the returned device found that it is not in its original packaging. The anchor has been deployed and the suture material was not returned. The distal end of the insertion device is slightly bent. The anchor is fractured at the distal end and the distal end of the anchor is lodged in the body of the anchor. There is debris on the anchor and the insertion device. Based on the condition of the product material found during visual inspection, additional material testing is not required. This case reports the anchor broke during implantation. The procedure was completed using a backup device with a non-significant procedural delay. It has not been reported whether the broken screw was retrieved from the patient. No clinically relevant supporting documentation was provided for review. Based on the limited information provided the root cause of the breakage could not be determined. If a portion of the footprint screw remains retained in the patient, it is made of a biocomposite material which is intended for implantation to allow for bone ingrowth. If the screw was retained it is unknown if the foot print screw will migrate and there is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a shoulder rotator cuff repair surgery, the footprint anchor broke while being implanted. All the broken pieces were retrieved from the patient with tweezers. The procedure was completed with non-significant surgical delay using a back-up device in the originally drilled bone hole. No further complications were reported.